Event description:
A caller reported experiencing a cgm error 42 but noted that their pump had not recently exited storage mode. Customer technical support (cts) provided the caller with comprehensive instructions for resetting the pump. After completing the reset, the cgm error code did not reappear, and the caller successfully commenced their sensor session. There was no reported impact to the customer¿s blood glucose level.